Event description:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2020-01161.

Manufacturer narrative:
This report is submitted on june 25, 2020.

Event description:
Per the clinic, the patient experienced an infection at the abutment site that required a revision surgery (details of the revision unknown). It is unknown what the treatment was for the infection.